Manufacturer narrative:
Concomitant devices: envoy guide catheter, sl-10 microcatheter, hyperglide balloon catheter, acculink 5 x 40mm stent, synchro-2 guide wire, enterprise 4.5 x 27, enterprise 4.5 x 22mm. Medications: the patient was heparinized for the duration of the procedure with an act greater than 200 maintained throughout the case. Full dose reopro was also given at the start of the case given stent placement and the patient¿s insufficient response to plavix. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, following implantation of a 4.5 x 37mm enterprise stent (enf453712/ 10434638) for treatment of a carotid artery dissection, the stent became deformed following balloon angioplasty resulting in carotid artery occlusion and worsening of the dissection, and was later determined to have mild instent stenosis. The patient had presented with hemibody sensory symptoms and findings of a left internal carotid artery dissection. Angiography revealed long-segment flow-limiting dissection of the extracranial internal carotid artery (ica) extending up to the petrous segment. Given the large segment dissection, angioplasty and stenting with an enterprise stent from the most distal portion of the dissection starting with the petrous segment internal carotid artery (ica) was performed. Post-stent angiographic runs showed faster clearing of the contrast through that segment of the internal carotid artery. A hyperglide balloon was introduced into the ica across the proximal half of the newly planted stent with an attempt to perform angioplasty in this segment. It was noted that the contrast only filled the proximal portion of the balloon, and the balloon was deflated. Angiography demonstrated further slowing of flow through this segment with possible occlusion of the ica. It was felt that the balloon angioplasty had deformed the wall of the stent, causing vessel closure. Therefore, a stent was placed more proximally in order to accentuate the total amount of flow available proximally. An acculink 5 x 40mm stent was placed in the ica to the most proximal portion of the known dissection. Post stent angiographic runs demonstrated continued occlusion of the ica with a trickle of flow along a false lumen. This false lumen was noted to be persistent, and actually grow on subsequent angiographic runs. Attempts to re-engage the true lumen were largely unsuccessful due to the deformed nature of the proximal portion of the enterprise stent and the worsening dissection in the proximal portion of the ica. After several attempts, they were able to engage the true lumen through the petrous segment stent and obtained distal access. A hyperglide balloon was then navigated around the proximal bend of the petrous segment ica, and was inflated at the segments where the previously placed petrous segment's stent had been deformed. This proved to be successful and substantially re-established flow through the true lumen of the ica. The balloon was navigated more proximally and used to angioplasty the segment bridging the two stents. This proved to be successful, and they proceeded to place two additional enterprise stents measuring 4.5 x 37mm and 4.5 x 22mm in succession across the gap that spanned the petrous segment ica enterprise stent and the proximal acculink stent. After placement of these 2 enterprise stents successfully, re-establishment of a much larger true lumen through the ica was noted. The flow through the false lumen was noted to be more stagnant and less dramatic than previously noted. Additional views noted re-establishment of flow intracranially with hyperemic blush; therefore, they felt that they had achieved adequate revascularization of the ica dissection. It was reported that the patient did not exhibit any worsening of symptoms or stroke as a result of the enterprise damage, ica occlusion, or worsening of dissection. The patient was extubated and transferred to the ICU in stable condition. Approximately six months later, the patient had no further tias, his headaches had subsided, and angiography revealed patent stent construct spanning the mid-cervical to petrous ica. There was evidence of minimal to mild in-stent stenosis of the proximal mid-cervical ica stent and an overall similar appearance to the high cervical posterior projecting pseudoaneurysmal remnant of the dissection spanning a 1.3 cm segment with maximal width of 3mm. No treatment was necessary, and the patient will continue on routine follow-up.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, following implantation of a 4.5 x 37mm enterprise stent (enf453712/ 10434638) for treatment of a carotid artery dissection, the stent became deformed following balloon angioplasty resulting in carotid artery occlusion and worsening of the dissection, and was later determined to have mild instent stenosis. The patient had presented with hemibody sensory symptoms and findings of a left internal carotid artery dissection. Angiography revealed long-segment flow-limiting dissection of the extracranial internal carotid artery (ica) extending up to the petrous segment. Given the large segment dissection, angioplasty and stenting with an enterprise stent from the most distal portion of the dissection starting with the petrous segment internal carotid artery (ica) was performed. Post-stent angiographic runs showed faster clearing of the contrast through that segment of the internal carotid artery. A hyperglide balloon was introduced into the ica across the proximal half of the newly planted stent with an attempt to perform angioplasty in this segment. It was noted that the contrast only filled the proximal portion of the balloon, and the balloon was deflated. Angiography demonstrated further slowing of flow through this segment with possible occlusion of the ica. It was felt that the balloon angioplasty had deformed the wall of the stent, causing vessel closure. Therefore, a stent was placed more proximally in order to accentuate the total amount of flow available proximally. An acculink 5 x 40mm stent was placed in the ica to the most proximal portion of the known dissection. Post stent angiographic runs demonstrated continued occlusion of the ica with a trickle of flow along a false lumen. This false lumen was noted to be persistent, and actually grow on subsequent angiographic runs. Attempts to re-engage the true lumen were largely unsuccessful due to the deformed nature of the proximal portion of the enterprise stent and the worsening dissection in the proximal portion of the ica. After several attempts, they were able to engage the true lumen through the petrous segment stent and obtained distal access. A hyperglide balloon was then navigated around the proximal bend of the petrous segment ica, and was inflated at the segments where the previously placed petrous segment¿s stent had been deformed. This proved to be successful and substantially re-established flow through the true lumen of the ica. The balloon was navigated more proximally and used to angioplasty the segment bridging the two stents. This proved to be successful, and they proceeded to place two additional enterprise stents measuring 4.5 x 37mm and 4.5 x 22mm in succession across the gap that spanned the petrous segment ica enterprise stent and the proximal acculink stnet. After placement of these 2 enterprise stents successfully, re-establishment of a much larger true lumen through the ica was noted. The flow through the false lumen was noted to be more stagnant and less dramatic than previously noted. Additional views noted re-establishment of flow intracranially with hyperemic blush; therefore, they felt that they had achieved adequate revascularization of the ica dissection. It was reported that the patient did not exhibit any worsening of symptoms or stroke as a result of the enterprise damage, ica occlusion, or worsening of dissection. The patient was extubated and transferred to the ICU in stable condition. Approximately six months later, the patient had no further tias, his headaches had subsided, and angiography revealed patent stent construct spanning the mid-cervical to petrous ica. There was evidence of minimal to mild in-stent stenosis of the proximal mid-cervical ica stent and an overall similar appearance to the high cervical posterior projecting pseudoaneurysmal remnant of the dissection spanning a 1.3 cm segment with maximal width of 3mm. No treatment was necessary, and the patient will continue on routine follow-up. The device was implanted and not available for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The events that occurred during off-label use of the enterprise stent could not be confirmed without device return for analysis or procedure files; however, dissection, occlusion of stented segment, instent stenosis and deployment difficulty are known events associated with cerebral stenting and are listed in the instructions for use. The cause of the event could not be determined; however, procedural/patient factors may have contributed to the event. The enterprise stent is not indicated for treatment of arterial stenosis. The IFU cautions that intracranial artery stenting is generally contraindicated in patient with severe intracranial vessel tortuosity or stenosis. As per the IFU, ¿the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms¿. The IFU also cautions ¿the ability of the stent to withstand post-balloon dilation has not been established. There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time.